Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 142 mg/dl. Device was able to rewind. During troubleshooting, found an off no power alarm but no low reservoir alarm. Customer mentioned the device did not alarm a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.